Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had expired after a cardiac arrest. The exact cause of the cardiac arrest is unknown, however the lead was found to have perforated the myocardium in the patient. The patient also had a possible myocardial infarction. No further information has been made available at this time.